Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer needed to press the wake button multiple times before the screen turned on. During troubleshooting with tandem technical support, the customer confirmed that the pump still turned on when plugged into a power source. The contact did not know if there was any impact to the customer's blood glucose level. Reportedly, customer would continue to use the pump for insulin therapy but also confirmed than an alternate method of insulin delivery was available.